Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that during the implant procedure the patient vomited due to the anesthesia. The procedure was stopped and there have been no reports of further complications regarding this event.